Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. During procedure, a 10/3.00 flextome¿ cutting balloon¿ ruptured upon dilation at nominal balloon pressure. The balloon was then simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.